Event description:
As reported, during set-up this fogarty embolectomy catheter during a surgical procedure for thrombosis of a recently implanted iliac artery prosthesis, the balloon was unable to deflate. The device was prepared according to the recommendations and was inflated using the appropriate syringe. The device was replaced with a new unit and the issue was solved. There was no allegation of patient injury. Patient demographics were requested and unable to be obtained.

Manufacturer narrative:
The device was received for evaluation. The report of "balloon was unable to deflate" was confirmed. Proximal windings were found to be unraveled and slipped towards distal side. Balloon was unable to be deflated as it was slipped distal of the inflation ports. Per the IFU " balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And " to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter" distal windings and balloon latex appeared intact. No visible damage was observed from catheter body. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Updated: b5 (event description), g3 (date received by manufacturer), h6 (component code, investigation findings, investigation conclusions). Added: a2 (age), a3a (sex), a4 (weight), h2 (type of follow-up). The device was received for evaluation. The report of "balloon was unable to deflate" was confirmed. Proximal windings were found to be unraveled and slipped towards distal side. Balloon was unable to be deflated as it was slipped distal of the inflation ports. Per the IFU " balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And " to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter" distal windings and balloon latex appeared intact. No visible damage was observed from catheter body. Based on further engineering investigation, there is no evidence that supports or confirms theses failure modes are associated to a manufacturing/design defect. A definite root cause was unable to be determined. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during a surgical procedure for thrombosis of a recently implanted iliac artery prosthesis, this fogarty embolectomy catheter balloon was unable to deflate. The device was prepared according to the recommendations, and was inflated using the appropriate syringe. The device was replaced with a new unit and the issue was solved. There was no allegation of patient injury.